Event description:
It was reported that this newly implanted subcutaneous implantable cardioverter defibrillator (s-ICD) had exhibited oversensing of noise potentially related to air entrapment in the pocket. As the implant procedure occurred the day before the patient will remain at the hospital. Troubleshooting options have been provided to the field and a field clinical representative will see the patient in the hospital soon. The s-ICD was reprogramed, and x-ray imaging will be taken. The s-ICD remains in service and no adverse patient effects were reported.